Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis confirmed the device had pacing output, but could not be interrogated with a programmer. Visual inspection found an open solder joint. Electrical analysis confirmed that the open solder joint caused an open-circuit between the antenna and the hybrid, causing the no telemetry condition. Physical analysis found that the solder joint failed due to a fractured metallurgical bond caused by tensile loading. The source of the loading is not known.